Event description:
It was reported that generator displayed error code 1 during unk procedure. The customer stated that the problem could not be resolved and a second generator was used to complete case with no pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the unit displayed error code 1 at power up due to the main pcb. Also, the front bezel cover was cracked at the corners and the analysis site performed cracked front bezel repair. To correct the complaint the analysis site replaced the main pcb. The device history record has been reviewed and has passed qa inspection. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.